Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('pain abdominal') and rheumatoid arthritis ('rheumatoid arthritis') in a 31-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine bleeding, bleeding menstrual heavy, joint stiffness, joint pain, ra, hypothyroidism, insomnia, multigravida, parity 3, abdominal operation, ovarian cyst ruptured, vaginal delivery (vaginal delivery x 3), miscarriage (miscarriage x 2), depression and hyperplasia. Negative for dysplasia. Concomitant products included amitriptyline, gabapentin, ibuprofen (motrin), levothyroxine, medroxyprogesterone acetate (depo-m), paracetamol (tylenol), tramadol and valproate semisodium (elival). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), pain in extremity ("hand pain/feet pain/fingers pain") and arthralgia ("ankles pain/wrist pain/elbow pain/hip pain/joint pain"). In (B)(6) 2012, the patient experienced rheumatoid arthritis (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). In (B)(6) 2013, the patient experienced migraine ("migraines/ headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue") and alopecia ("hair loss") and was found to have weight increased ("weight gain/ 100 lbs after essure was placed"). On an unknown date, the patient experienced depression ("depression"), hypothyroidism ("hypothyroidism"), joint swelling ("joint swelling"), headache ("headaches"), psychological trauma ("psych injury") and fibromyalgia ("fibromyalgia"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain, vaginal haemorrhage, menorrhagia, migraine and dysmenorrhoea had resolved, the rheumatoid arthritis, fatigue, pain in extremity, depression, hypothyroidism, headache, psychological trauma and fibromyalgia outcome was unknown and the weight increased, arthralgia and joint swelling was resolving. The reporter considered abdominal pain, alopecia, arthralgia, depression, dysmenorrhoea, fatigue, fibromyalgia, headache, hypothyroidism, joint swelling, menorrhagia, migraine, pain in extremity, psychological trauma, rheumatoid arthritis, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy for removal date (B)(6) 2018 and (B)(6) 2018 discrepancy noted as insertion date(B)(6) 2012. Discrepancy noted as removal date(B)(6) 2018. Received treatment for menorrhagia,hair loss, weight gain, fatigue, migraine. Rheumatoid arthritis. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on (B)(6) 2012: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: social media was received. Event added- fibromyalgia. Reporter were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('pain abdominal') and rheumatoid arthritis ('rheumatoid arthritis') in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine bleeding, bleeding menstrual heavy, joint stiffness, joint pain, ra, hypothyroidism, insomnia, multigravida, parity 3, abdominal operation, ovarian cyst ruptured, vaginal delivery (vaginal delivery x 3), miscarriage (miscarriage x 2), depression and hyperplasia. Negative for dysplasia. Concomitant products included amitriptyline, gabapentin, ibuprofen (motrin), levothyroxine, medroxyprogesterone acetate (depo-m), paracetamol (tylenol), tramadol and valproate semisodium (elival). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), pain in extremity ("hand pain/feet pain/fingers pain") and arthralgia ("ankles pain/wrist pain/elbow pain/hip pain/joint pain"). In (B)(6) 2012, the patient experienced rheumatoid arthritis (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). In (B)(6) 2013, the patient experienced migraine ("migraines/ headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue") and alopecia ("hair loss") and was found to have weight increased ("weight gain/ 100 lbs after essure was placed"). On an unknown date, the patient experienced depression ("depression"), hypothyroidism ("hypothyroidism"), joint swelling ("joint swelling"), headache ("headaches"), psychological trauma ("psych injury"), fibromyalgia ("fibromyalgia"), influenza ("flu"), anxiety ("anxiety"), pruritus ("itching"), burning sensation ("burning"), uterine enlargement ("uterus enlarged"), pharyngitis streptococcal ("strep throat"), pyrexia ("fever"), vomiting ("vomiting "), rash ("rash") and nephrolithiasis ("kidney stones"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain, vaginal haemorrhage, menorrhagia, migraine and dysmenorrhoea had resolved, the rheumatoid arthritis, fatigue, pain in extremity, depression, hypothyroidism, headache, psychological trauma, fibromyalgia, influenza, anxiety, pruritus, burning sensation, uterine enlargement, pharyngitis streptococcal, pyrexia, vomiting, rash and nephrolithiasis outcome was unknown and the weight increased, arthralgia and joint swelling was resolving. The reporter considered abdominal pain, alopecia, anxiety, arthralgia, burning sensation, depression, dysmenorrhoea, fatigue, fibromyalgia, headache, hypothyroidism, influenza, joint swelling, menorrhagia, migraine, nephrolithiasis, pain in extremity, pharyngitis streptococcal, pruritus, psychological trauma, pyrexia, rash, rheumatoid arthritis, uterine enlargement, vaginal haemorrhage, vomiting and weight increased to be related to essure. The reporter commented: discrepancy for removal date (B)(6) 2018 and (B)(6) 2018 discrepancy noted as insertion date (B)(6) 2012. Discrepancy noted as removal date (B)(6) 2018. Received treatment for menorrhagia,hair loss, weight gain, fatigue, migraine. Rheumatoid arthritis. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on (B)(6) 2012: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: social media was received. Reporter information added. Event added- flu, anxiety, itching, burning, uterus enlarged, strep throat, fever, vomiting, rash, kidney stones. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('pain abdominal') and rheumatoid arthritis ('rheumatoid arthritis') in a 31-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine bleeding, bleeding menstrual heavy, joint stiffness, joint pain, ra, hypothyroidism, insomnia, multigravida, parity 3, abdominal operation, ovarian cyst ruptured, vaginal delivery (vaginal delivery x 3), miscarriage (miscarriage x 2), depression and hyperplasia. Negative for dysplasia. Concomitant products included amitriptyline, gabapentin, ibuprofen (motrin), levothyroxine, medroxyprogesterone acetate (depo-m), paracetamol (tylenol), tramadol and valproate semisodium (elival). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), pain in extremity ("hand pain/feet pain/fingers pain") and arthralgia ("ankles pain/wrist pain/elbow pain/hip pain/joint pain"). In (B)(6) 2012, the patient experienced rheumatoid arthritis (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). In (B)(6) 2013, the patient experienced migraine ("migraines/ headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue") and alopecia ("hair loss") and was found to have weight increased ("weight gain/ 100 lbs after essure was placed"). On an unknown date, the patient experienced depression ("depression"), hypothyroidism ("hypothyroidism"), joint swelling ("joint swelling"), headache ("headaches") and psychological trauma ("psych injury"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain, vaginal haemorrhage, menorrhagia, migraine and dysmenorrhoea had resolved, the rheumatoid arthritis, fatigue, pain in extremity, depression, hypothyroidism, headache and psychological trauma outcome was unknown and the weight increased, arthralgia and joint swelling was resolving. The reporter considered abdominal pain, alopecia, arthralgia, depression, dysmenorrhoea, fatigue, headache, hypothyroidism, joint swelling, menorrhagia, migraine, pain in extremity, psychological trauma, rheumatoid arthritis, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy for removal date (B)(6) 2018 and (B)(6) 2018. Discrepancy noted as insertion date (B)(6) 2012. Discrepancy noted as removal date (B)(6) 2018. Received treatment for menorrhagia,hair loss, weight gain, fatigue, migraine. Rheumatoid arthritis. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on (B)(6) 2012: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-nov-2019: pfs received. New event added: headaches. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('pain abdominal') and rheumatoid arthritis ('rheumatoid arthritis') in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), pain in extremity ("hand pain/feet pain/fingers pain") and arthralgia ("ankles pain/wrist pain/elbow pain/hip pain/joint pain"). In (B)(6) 2012, the patient experienced rheumatoid arthritis (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). In (B)(6) 2013, the patient experienced migraine ("migraines/ headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue") and alopecia ("hair loss") and was found to have weight increased ("weight gain/ 100 lbs after essure was placed"). On an unknown date, the patient experienced depression ("depression"), hypothyroidism ("hypothyroidism") and joint swelling ("joint swelling"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain, vaginal haemorrhage, menorrhagia, migraine and dysmenorrhoea had resolved, the rheumatoid arthritis, fatigue, pain in extremity, depression and hypothyroidism outcome was unknown and the weight increased, arthralgia and joint swelling was resolving. The reporter considered abdominal pain, alopecia, arthralgia, depression, dysmenorrhoea, fatigue, hypothyroidism, joint swelling, menorrhagia, migraine, pain in extremity, rheumatoid arthritis, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - in 2012: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-sep-2019: pfs and mr received: new events added: pain abdominal, abnormal bleeding (vaginal), menorrhagia, depression, rheumatoid arthritis, migraines/ headaches, dysmenorrhea (cramping), fatigue, weight gain, hair loss, hand pain/feet pain/fingers pain, ankles pain/wrist pain/elbow pain/hip pain/joint pain, joint swelling. Event onset date , outcome were added. Reporter information were updated. Lab data were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.